Event description:
New information, the atrial lead was not replaced. The atrial port of the device was plugged.

Event description:
It was reported that during a routine device change out procedure, the atrial lead exhibited loss of capture and noise. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.